Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reports that a pt presented with abdominal pain and fever approx one month following a ventral hernia repair. The pt was returned to surgery and the device was reported as unincorporated and infected. During the initial surgery, many adhesions were lysed and a serosal tear of the small bowel was noted and repaired. The device was explanted, the surgical site debrided and an abdominal repair completed with an alloderm mesh with application of a wound vac. Iatrogenic serosal tears were also reported during the follow-up procedure. Antibiotics were administered.